Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The calibration data provided was passing on the date of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable glutamyltransferase ver.2 - standardized against szas results from the cobas 6000 c501 module. Results were provided for 3 patient's as examples. Patient 1's initial result was 87 u/l, accompanied by a data flag. The automatic repeat result was 31 u/l. Patient 2's initial result was approximated to be 90 u/l or 100 u/l, accompanied by a data flag. The repeat result was 12 u/l. Patient 3's initial result was approximated to be 80 u/l, and the repeat result was 25 u/l. Patient 4's initial result was approximated to be 70 u/l, with a repeat result of 10 u/l. The customer alleged that rerun values are not always in agreement with the patient's previous historical results or clinical history (normal).